Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. A return sample for evaluated is not expected. Should additional information become available, a follow up report will be submitted. Third party manufacturing site: (B)(4). Convatec will continue to track and monitor such complaints according to convatec inc's complaint handling and CAPA procedures.

Event description:
It is reported that while rn was speaking to the staff when the facility made the transfer from signal to control late last year and early 2014, she recalled a patient who developed a rectal pressure ulcer during use of an fms device.